Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to implant, the implantable cardioverter defibrillator (ICD) indicated remaining longevity was not available. The battery gauge was low; appeared light blue with dots around it. The device was not implanted. There was no patient involvement.